Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a patient has been receiving a continuous infusion of chemotherapy over 22 hours. The pump appears to have been programmed correctly for a total volume to be infused of 564ml to run at a rate of 25.6ml per hour. However, the last two days, the infusion reportedly has completed sooner than expected, by around two hours. The nurse then reportedly switched the medication over to a different infusion pump and in the meantime biomed has been called to sequester the pump in question in order to run testing. There was patient involvement but no harm.

Manufacturer narrative:
Correction : annex b : b21, annex c : c21, annex d : d16. Additional information : device eval by manufacturer? Annex a : a0401, a1801, annex g : g02017, annex b : b01, b14, annex c : c07, c0601, annex d : d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient has been receiving a continuous infusion of chemotherapy over 22 hours. The pump appears to have been programmed correctly for a total volume to be infused of 564ml to run at a rate of 25.6ml per hour. However, the last two days, the infusion reportedly has completed sooner than expected, by around two hours. The nurse then reportedly switched the medication over to a different infusion pump and in the meantime biomed has been called to sequester the pump in question in order to run testing. There was patient involvement but no harm.